Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged a discrepant result generated while using a cobas® sars-cov-2 & influenza a/b nucleic (scfa) acid test for use on the cobas® liat system when compared to the result generated with genexpert® cepheid. There is no indication of any patient harm or injury. The customer reported that on (B)(6) 2021, the patient sample was initially tested with the cobas® liat® (B)(4) (run 4980) using the reagent lot 10802z. The results were influenza a positive, influenza b and sars-cov-2 negative. The same sample was retested on a different platform and generated negative results for all 3 targets. The negative results were reported to the patient and/ or medical personnel treating the patient. The sample was collected using a nasopharyngeal sample and pcr media tubes (cat 08042968001) which is not considered a recommended practice. The method sheet states: this test is intended to be used for the detection of sars-cov-2, influenza a and influenza b rna in nasal and nasopharyngeal swab samples collected in a copan utm-rt system (utm-rt) or bd¿ universal viral transport system (uvt) or thermo fisher¿ scientific remel¿ media, or thomas scientific mantacc¿ remeasured 3 ml 0.9% physiological saline solution. Testing of other sample or media types may lead to inaccurate result. An investigation was conducted to evaluate the customer¿s allegation. Review of the sample data showed that, run 4980 has very weak amplification and a late CT value, which is consistent with a low titer sample. Low titer samples, that are near the limit of detection, may not generate consistent results upon repeat testing. Additionally, due to inherent differences in technologies, results between different assays may vary. No product problem related to the customer allegation was observed.

Manufacturer narrative:
Review of the sample data showed that, run 4980 has very weak amplification and a late CT, which is consistent with a low titer sample. Low titer samples, that are near the limit of detection, may not generate consistent results upon repeat testing. Additionally, due to inherent differences in technologies, results between different assays may vary. No product problem related to the customer allegation was observed. (B)(4).